Manufacturer narrative:
No UDI information is available; the device was manufactured before UDI implementation. The most probable root cause of the event was the manipulation of the resident during removal of incontinence briefs while the resident was suspended in the sling, which resulted in load and tension changes that led to disengagement of the left foot sling clip. The maxi sky 600 operating and product care instructions (001.14152.33.en rev.0) include warning: ¿always ensure that the sling attachment clips are correctly secured and remain under tension as the weight of the resident is gradually applied.¿ the sling clip is designed to prevent inadvertent detachment. It is attached to the spreader bar lug in such a manner that disengagement is not possible in any direction. In one direction, movement is obstructed by the spreader bar itself, while in the opposite direction, disengagement is prevented by the mushroom-shaped end of the lug. The clip cannot move downward, as it is suspended on the clip attachment lug, and it cannot move upward because it is subjected to downward force resulting from the patient¿s weight. Once the patient¿s weight is applied, the clip is effectively locked into position due to the applied load (tensile force). Removal of a clip under tension would require an external force applied beneath the clip to push it off the lug, allowing the pin to move from the narrow aperture slot into the wider section. The arjo sling and lift was used as a system during the incident and therefore played a role in the event. There was no product malfunction, therefore the system meets its specification. The complaint was assessed as reportable due to the left foot clip sling detachment from the lift, creating an opening that allowed the resident to slide out of the sling and descend to the floor.

Event description:
During use of a maxi sky 600 ceiling lift, the left foot sling clip (maa4160m in size l) became detached from the lift, creating an opening through which the resident slid out of the sling and descended to the floor. As a result of the fall, the resident sustained minor injuries, including skin tears to the left hand; bruising to the top of the left hand and left elbow; bruising and swelling to the top of the left foot; and bruising to the back of the scalp. As reported by the customer representative (director of care), the event occurred while two staff members were preparing the resident for a bath in the tub room, with the resident suspended in the sling on the ceiling lift. During the process of removing the resident¿s incontinence briefs, the left foot sling clip disengaged from the lift, leading to the incident. The lift and the sling involved in the event were inspected by an arjo field service technician, and no malfunctions were identified.